Event description:
It was reported that the insulin pump alarmed failed battery test and weak battery. It was stated that the customer called back after receiving a new battery cap and that did not resolve the issue. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump currents are with in specifications and no unexpected failed battery or weak battery. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.